Event description:
It was reported that a vns patient¿s device has high lead impedance shortly after replacement surgery. The surgeon stated the lead would need to be replaced soon. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Lead revision surgery occurred. The explanted device has not been received by the manufacturer to-date.

Event description:
An internal programming history database review was performed and device diagnostics were observed for the high lead impedance. No other relevant information has been received to date.

Event description:
The explanted device was provided to likely be discarded by the explant facility.